Event description:
It was reported that t:slim x2 pump battery would not charge, and pump screen remained dark and would not turn on. No information was provided regarding any impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, tandem wall adapter, and working wall outlet, and was instructed by technical support to leave wall adapter plugged into a known working outlet for at least 30 minutes to see if pump would begin charging, and later technical support attempted a follow-up call but reached voicemail and left message, with no additional outcome information available.